Manufacturer narrative:
After the event, a ge healthcare service representative performed a checkout of the ventilator but unable to reproduce or confirm the reported issue. At that same time, the same service representative inspected the ventilator, performed preventative maintenance, and deemed the ventilator fully functional. Ge healthcare product engineering completed an investigation of this event. A log analysis was performed. The logs do not support the allegation that the ventilator stopped ventilating. The review of the logs show that the patient was disconnected from the ventilator as indicated by the patient disconnected alarm becoming active in the alarm log. This alarm continued for about four and a half minutes, then the user put the ventilator into standby, which removed the patient disconnection alarm condition. The user then resumed therapy for 40 seconds, got the patient disconnected alarm again, then went into standby again for five minutes. The user started therapy an additional time for two minutes and the patient disconnected alarm occurred again before the user tried to turn off the system while ventilating. The ventilator alarmed alerting the user they were trying to turn off the ventilator while in therapy, so they put the ventilator back to standby and shut down the ventilator properly.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that while in use on a covid-19 patient, the ventilator stopped ventilating resulting in the patient experiencing cardiac arrest. The patient was resuscitated without consequence.